Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there have been multiple events that have occurred when the nurse scans the patient and the device that the infusion rate changes and infuses an unspecified medication too fast.